Manufacturer narrative:
It is unknown if the sensor was a remanufactured sensor. If it was a remanufactured sensor, if it was remanufactured by nellcor puritan bennett or hygea. Nellcor puritan bennett has requested the product be returned for evaluation, but has not been received.

Event description:
It was reported to nellcor puritan bennett in 2007 by a company representative that the customer used a d25 sensor on the finger with a ge solar 4000. It is not known if the sensor was a remanufactured sensor. The d25 was on the patient and was reading around 97% spo2. The patient desaturated and they ran blood gases and found the patient was around 80% spo2. Reporter states the patient had brain damage due to this incident.